Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a revision surgery was performed due to the broken post which surgeon believes was happened due the size of the patient and deep flexion while kneeling.